Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous distal right coronary artery. After pre-dilatation, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but struggled during delivery. A non-bsc guide extension catheter was used and the device was re-introduced but still failed to cross the lesion. Upon removal of the device, it was noted that the stent was damaged. Pre-dilatations were performed again and a new synergy¿ was advanced with the guide extension catheter and was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.